Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading reached as high as 400 mg/dl. The customer stated that the blood glucose reading ranged between 263 to 269 mg/dl throughout the day. She stated that she vomited twice at work as well. She stated that she had to change her insertion site and give herself a correction bolus. She reported that the unexplained high blood glucose issue had been going on for about 12 hours. The blood glucose reading at the time of the motor error alarm was 224 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.